Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood was 162 mg/dl. The customer was instructed to reset the pump to resolve the issue.